Event description:
Clinician filled out a voluntary medwatch report ((B)(4)). The event happened sometime in (B)(6) 2018. The report states that the patient was in the clinic for a device check. The wand used to interrogate the device had a magnet and while hovering over the ICD the nurse saw a screen on the programmer that said to turn off shock therapy. There was confusion and miscommunication between the nurse and the biotronik representative about magnet response to the ICD, causing therapies to be accidentally shut off. The following day, home monitoring alerted the clinic that ICD therapies were off. The patient was brought in and therapy was turned back on. Therapy was off for approximately 36 hours. The biotronik representative replaced the wand with a newer style wand with no magnet. This programmer remains in use at the clinic and no adverse events were reported on the patient due to this incident.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is therefore based on the complaint description. It was reported that the ICD therapy was accidentally manually deactivated during a device interrogation, because a message was displayed on the programmer screen asking if the therapy should be deactivated. Based on the complaint description, it is assumed that a programming head with magnet was applied on the ICD. Please note that in this case, at interrogation of the device a message box will be shown on the programmer screen, informing about the magnet application and asking whether the anti-tachycardia detection should be disabled. As no data was available for analysis, it cannot be determined when and how long the magnet was applied on this ICD. Based on the available data, we assume that the ICD and the programmer have behaved as specified. Should further relevant information become available for analysis, this investigation will be updated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.